Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Patient fell asleep on inflated device. The cylinder eroded and patient experienced discomfort.